Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been sent to the reprocessor and is not available for evaluation by covidien. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer's medwatch report stated that bleeding occurred during a lavh after sealing with the device. This necessitated a change to clamping and suturing. Adequate hemostasis was noted after suturing the pedicles. Total estimated blood loss was 100ml. The patient was taken to the recovery room in satisfactory condition. This is a reprocessed device and has been returned to the reprocessor.